Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00177. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered low impedances on multiple contacts in both of patient's leads. In turn, surgical intervention may be pending to address the issue.

Manufacturer narrative:
A patient controller displayed an error message "MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Diagnostics discovered low impedances on multiple contacts in both of patient's leads. No intervention is planned at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: section b2: outcomes attributed to adverse-other serious should have been selected in the previous report.